Manufacturer narrative:
Evice eval summary: device eval of monitor (B)(4) been completed. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective monitor.

Event description:
The wife of a (B)(6) old male pt called into zoll lifecor customer support to report that their husband's response buttons were not working. The pt received a replacement monitor.